Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with unknown mentor implants experienced bilateral capsular contracture post procedure. The right sided capsular contracture was baker grade iii. The left sided capsular contracture was baker grade ii. As a result, and explant was performed on (B)(6) 2019. See 1645337-2019-24565 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 12/4/2019. The devices were non mentor. Therefore, mentor will no longer be reporting on this event. Manufacturer¿s reference number: (B)(4).